Event description:
The tps universal driver was sent for eval because it would not stop running when it was plugged in prior to a procedure. A readily available alternate device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted inside the device.